Event description:
A 3.5mm lcp proximal humerus plate which was implanted to treat a proximal humerus fracture was verified by x-ray to have broken approx six weeks after implantation and surgeon scheduled explantation for 2004.